Event description:
I had lasik eye surgery on (B)(6) 2015. I had both far-sightedness and astigmatism. The eye doctor spent a significant amount of time on my right eye in surgery and kept wiping it with a cloth when the cornea was open (the laser had the flap up). My left eye healed without issue. My right eye started having complications within 1 week of surgery. I have had blurred vision since. I have now had 3 rounds of steroid drops adn continue to use drops for moisture many times a day. I have had 4 post-op appointment and have seen the eye "surgeon" who simply tells me it is "dry eyes". I have finally made an appointment with another ophthalmologist for a second opinion. I fear I have permanent eye damage. (B)(6).